Manufacturer narrative:
(B)(4) - improper or incorrect procedure or method - failure to follow steps/instructions. Do not use the starclose vascular closure system if the puncture site is located in the superficial femoral artery or the profunda femoris artery, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported through an article review that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a coronary interventional procedure. Reportedly, some hours after the procedure, the patient experienced hypovolemic shock due to a retroperitoneal hematoma and active bleeding in the puncture point. Computed tomography angiography was performed that showed the clip shifted (moved) to subcutaneous tissue. Conservative treatment (unspecified) was carried out with good outcome for the patient that was discharged 10 days later. No additional information provided.

Manufacturer narrative:
(B)(4). Date of occurrence is entered as (B)(6) 2007 as the procedure was reported as being in 2007. The device will not be returned for evaluation. A follow-up report will be submitted with all additional relevant information. Article: I. Quintana martinez, m.e. Guillen subiran, r. Zaragozano guillen, j. Hilario gonzalez (radiologia, issn/isbn: 00338338, 2014, vol/iss. 56/3 p.277-280) complications after the use of a starclose vascular closure device for femoral punctures.